Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: the customer's results were not replicated in-house with retention products of the reported lot. Retention products were tested with a low-hcg concentration urine standard below the qc cutoff and hcg-negative urine from clinical donors. All devices produced expected negative results at the read time. The product met qc release specifications. False positive results were not observed during the investigation. Manufacturing batch record review did not uncover any abnormalities. A root cause could not be determined from the information provided by the customer.

Event description:
It was reported that a false positive hcg result using innovacon hcg test. The lab result was <2 iu/l, the control linie appeared and it was not a first void urine. There was no report if treatment was given or withheld nor other information given.